Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in china. During routine intraocular lens injection, resistance was encountered when the lens reached the posterior chamber. Upon further inspection, the intraocular lens haptic was found to be fractured. The fractured haptic and the intraocular lens were immediately explanted. All removed components were assembled and confirmed to be complete, with no residual fragments remaining in the patient's eye. A new intraocular lens was subsequently implanted, and the procedure was completed successfully without further complications. No intraoperative adverse impact to the patient was reported. However, the surgeon can't confirm which haptic (leading/ trailing). The iol was explantated on (B)(6) 2026. Problem code: a0414 - material split, cut or torn.